Event description:
Customer's wife reported that the paramedics were called due to low blood glucose early in the morning. Blood glucose level at the time of the incident was 52mg/dl. Customer's wife treated him with glucose tablets and food. Blood glucose reading at the time of the admission was 62 mg/dl. The blood glucose reading after the treatment of paramedics was 84 mg/dl. Customer stated that current blood glucose level is 171 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.